Event description:
It was reported that the customer received multiple occlusion alarms. The customer changed the cartridge and infusion set. The customer has not had any further occlusions. The customer's blood glucose level was not impacted.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.